Event description:
It was reported that during setup on a homechoice (hc) machine prior to patient connection, the home patient (hp) noticed fluid on the tubing of the patient line. The technical service representative (tsr) assisted the hp in ending therapy. The hp was to start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.